Manufacturer narrative:
An event of patient-device incompatibility with pericardial effusion was reported. A cine review was completed and concluded no evidence of a pericardial effusion. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility with pericardial effusion could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using 14 f amulet steerable delivery sheath. The transseptal puncture was performed at an inferior mid/anterior location. During the procedure, heparin was administered, and the left atrial pressure was 17 mmhg. The device required two partial recaptures and involved manipulations, the patient remained hemodynamically stable throughout the procedure. On (B)(6) 2025, the patient presented with a delayed pericardial effusion, the effusion was circumferential. The physician did not conclude cardiac tamponade was present. The patient was on dual antiplatelet therapy (dapt) at the time the effusion was detected. The physician believes the amulet device caused the pericardial effusion. Pericardiocentesis was performed, and the patient remained stable. There was no clinically significant delay in procedure and no adverse patient effects.